Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplement report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q ceiling unit. During an emergency patient procedure, no x-ray was available and the user was unable to get any images. The patient was moved and the procedure was successfully completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation of the reported event was completed by our experts. Analysis of the provided log files showed that the x-ray exposure was still possible; however, the images appeared dark or could not be visualized by the user due to the actual x-ray parameters being lower than the originally set values. Further investigation revealed that the detector dose value was fixed, which was not consistent with the expected values. This resulted in miscalculation, with the water value becoming negative. This behavior persisted for subsequent x-ray exposures, even after registering a new patient and performing a system restart. The digital image processing pipeline (dipp), a sub-component of real-time controller (rtc), did not report any errors. Based on the available logs, it could not be determined why dipp was reporting a high and fixed dose. A siemens customer service engineer visited the medical facility but the exact root cause of the reported issue could not be determined, as the issue was not reproducible and occurred only once. At the time of the event, the customer performed only a system restart, which did not resolve the issue. However, a complete power cycle was not performed at that time. The restart did not reboot rtc, as its power supply remained on. On the following day, a complete power cycle (system power off and on) was performed. After the power cycle, the system operation returned to normal. The root cause of the non-conformity could not be determined as it was a single event, and no further issues were reported. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.